Event description:
It was reported that the implantable pulse generator (ipg) was missing one v-pace in a two hour one minute span of the patient's holter data. A 24 hour holter electrocardiogram was checked again and one missing v-pace in a 1 hour 30 seconds window was observed. Physician questioned whether this phenomenon occurs frequently. The sensitivity of the device was changed from 1.2 to 2.0 millivolts. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4574 implantable pacing lead 2013 (B)(6). (B)(4).